Manufacturer narrative:
(B)(4). Manufacturer awaiting additional information for further complaint evaluation.

Event description:
Customer reports that during a stent replacement of left-heart catheter procedure, a patient experienced some clotting issues. The doctor believes that this may have been caused by the instrument giving inaccurate readings. Integrilin was giving to patient and act dropped to 160 heparin was then given and act value stayed the same and patient developed clot. Additional heparin was given and act increased to 217. No adverse event reported.